Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a fast monomorphic ventricular arrhythmia that entered the ventricular fibrillation (vf) zone. The device delivered an initial defibrillation shock, which failed to convert the rhythm. Subsequently, the arrhythmia increased in rate, with functional undersensing observed due to fluctuating high and low signal amplitudes. A second defibrillation shock was delivered and successfully resolved the rhythm. Technical services (ts) was consulted and provided reprogramming recommendations. Additionally, evaluation of any changes in the patient condition or medication was advised, along with assessment of this rv lead position. No additional adverse patient effects were reported. The rv lead remains in service.